Event description:
It was reported that the device exhibited possible early battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products 4193 implantable pacing lead (B)(6) 2003; 4244 competitor implantable pacing lead (B)(6) 2003. (B)(4).